Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the head not working, it failed its uplink tests and was unable to interrogate. The cable was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head was not working, that it had stopped "picking up" devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 229047, software analyzer. (B)(4).